Event description:
The customer contact reported that during preventive maintenance testing at the user facility, a broken pin was noted; subsequently, the device did not delivery a dose when the button the bolus cord was pressed. The customer contact indicated that the right upper corner of the bolus pin is broken into the unit of the cable. During testing at the user facility, the device did not delivery a dose when the button the bolus cord was pressed. There were no reported adverse patient events and no report of delay in therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.